Event description:
In december 2005 the lay user/patient contacted lifescan alleging that her one touch ultra meter was set to the incorrect unit of measurement. The senior medical affairs specialist (smas) mailed a letter in december 2005 since the patient could not be reached by telephone. The patient did not report experiencing any symptoms during the time of concern. No blood glucose results were specified. She did not take any actions following the attempted use of the meter that would affect her blood glucose levels. She alleged that she received medical attention; however, she specified that no treatment was received. It would have been helpful to know when the patient attempted to test in relation to seeking medical attention, testing frequency, the results obtained on the reported meter, when the patient discovered the change in the unit of regimen, possible blood glucose tests performed by the medical professional, and possible treatment received. The customer care advocate verified that the meter was previously set to the correct unit of measurement and she had not recently changed the unit of measurement through the meter settings. The meter was replaced.